Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The device has not been received by the manufacturer for evaluation. Each event reported to bd is evaluated and investigated in accordance with our complaint investigation procedures. The investigation process includes, but is not limited to, evaluation of the event details provided by the complaint facility, a review of complaint history, manufacturing records and risk document where applicable, and an evaluation of the subject device when available to identify potential contributing factors.

Event description:
It was reported that patient undergoing allogeneic transplantation for lymphoma. On (B)(6) 2026, due to a lack of venous return, a urokinase recanalization protocol was performed on the PICC line inserted on (B)(6) 2026; venous return was subsequently restored. On (B)(6), one of the two channels of the PICC line was blocked, and a urokinase protocol was applied again, but it proved ineffective. Catheter change in the operating room. New PICC inserted. Upon removal, the PICC line had a tear approximately 5 cm from its distal end. No further information was provided.